Event description:
The reporter stated a bausch & lomb lens was torn while inserting into pt's eye. The lens was removed and replaced. The lens did not exit the inserter properly and the cause of the iol damage was due to the injector.